Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference report number: 1627487-2019-10931. It was reported the patient experienced ineffective stimulation due to the leads being migrated. In turn, surgical intervention was undertaken wherein all anchors, leads, and elective ipg were explanted. And replaced. Effective therapy was established post-op.